Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but did not resolve the problem. At a later date the lens was exchanged & problem was resolved.

Manufacturer narrative:
Corrected data: g3 - in initial MDR is corrected to 18-dec-2025. H11- statement in previous MDR is corrected to "g3-date received by manufacturer in initial MDR is corrected to 18-dec-2025.". (B)(4).

Manufacturer narrative:
Corrected data: b4 - 27-feb-2025 date should be corrected to 12-jan-2026 in initial medwatch report. G3 - 19-dec-2025 date should be corrected to 12-jan-2026 in initial medwatch report. Additional information: h3 - device evaluation: lens was returned in a microcentrifuge tube, dry, with residue/debris on the product. Visual inspection found the lens haptic stretched out. Dimensional inspection found the lens within specifications. Claim#: (B)(4)